Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the unit will not start, and customer was not sure if unit will not pressurize or oscillate. There was no indicated patient involvement related to the reported malfunction.